Manufacturer narrative:
Caster horn assembly, wheel assembly.

Event description:
It was reported by service report that the cot had a damaged wheel assembly. There was patient involvement, however no adverse consequences are reported.